Manufacturer narrative:
Corrected field: h11 updated the additional mfg narrative. Removed irrelevant information that was left in. The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the e433 error malfunction: power board malfunction; broken cable connection between hvps board and generator board should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. If applicable, add this statement: in addition, the following reportable malfunctions were identified during the device evaluation: enter reportable malfunctions. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the e433 error malfunction: power board malfunction; broken cable connection between hvps board and generator board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during set up / inspection for use, the subject generator device had an e433 error. There was no harm or injury reported.